Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had low battery alert. Customer's blood glucose level was 120 mg/dl. Customer reported no alarms discovered in alarm history. Customer reported batteries only last three days. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.